Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the displacement test due to excessive axial play motor. It could not be tested for no reservoir and low reservoir alarms and the device resetting due to the compromised force sensor system alarm. Also, the displacement, prime/a33, basic occlusion, occlusion and no delivery tests could not be performed due to the error alarm. The device was not found stuck in the rewind mode. Device had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a low reservoir but he did not receive an audible alarm. During the call, the customer explained that the device would not go pass the rewind mode and continued to reset itself. The customer also reported receiving a compromised force sensor system alarm. Blood glucose value is unknown. He stated he had been treating with manual injections since the night before. The customer confirmed that the insulin pump was not bumped or dropped and the drive support cap appeared normal. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.